Event description:
The customer tested his blood glucose using his breeze2 and dex meters. The breeze2 read 243 mg/dl, while the dex meter read 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer performed control tests using his breeze2 system and the results fell within the normal control range. No product will be returned. The meter was replaced at the customer's insistence.